Event description:
It was reported that the pump was giving a air-in-line error. Was sent for repair. Replaced a pressure sensor, latch and the ail sensor. There was no patient involvement.

Manufacturer narrative:
Correction: disregard file ( after further review the file is revised to non-reportable malfunction as there was no indication of patient impact or adverse effects caused to the patient as a result of the event. )

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pump was giving a air-in-line error. Was sent for repair. Replaced a pressure sensor, latch and the ail sensor. There was no patient involvement.